Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering. Customer stated that the blood glucose was 188 mg/dl. The customer was using insulin pump 48 hours before the high blood glucose event. Customer was treated with manual injection. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.